Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that when pulling the illuminator from the trocar cannula during a vitrea retinal procedure the probe came out. The wire came apart from the handpiece. Additional information was received from the reporter. The reporter indicated that when removing from the trocar cannula the light pipe came apart, and did not know at the time if a piece was in the eye or stuck in the cannula. It confirmed that there was no patient harm. There was no residual probe material retained in the eye. No additional information is available for this report. This is the second of two reports for this facility related to the same patient.